Event description:
Following post-dilation of a carotid stent, the pt suffered mild hypotension (sbp was around 70) that was treated with noradrenalin. The outcome was resolved. The pt is a male. No relevant history reported. The target vessel was the internal carotid artery (side unk). The lesion had a focal shape and an 88% stenosis was present. An angioguard distal protection device was placed in position beyond the lesion. According to the physician's note, the filter device was moved to-and-fro in accordance with the motion made by the physician during the delivery of the other devices; the angioguard's guide-wire was used as a guiding wire. The lesion was pre-dilated. A precise stent was placed and post-dilated. Following post-dilation the pt suffered mild hypotension (sbp was around 70) that was treated with noradrenaline. The lesion was successfully treated. There was no malfunction of the stent or the angioguard. The pt was neurologically intact when taken from the angio suite. The physician suspected that the cause of the events were stimulation of the angioguard to the wall of the vessel (for spasm), and the stimulation of the baro-receptors (for hypotension). The procedure was completed successfully and the pt is in stable condition.

Manufacturer narrative:
The prod is not available for eval and testing. Add'l info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two cordis prods involved in the same procedure and is related to mfg# 1016427-2008-00067 and 9616099-2008-00620.